Event description:
It was reported that the tips of an aleutian an inserter inner shaft and an aleutian an inserter fractured off intra-operatively. The procedure was completed successfully with a 15-20 minute surgical delay and no adverse consequence to the patient. This report captures the aleutian an inserter inner shaft.

Manufacturer narrative:
H6: coding has been updated to reflect completion of the investigation.

Event description:
No new information.